Event description:
Related manufacturer reference numbers: 2017865-2024-69845, 2017865-2024-69846, and 2017865-2024-69848. It was reported that the patient presented to hospital due to increasing right ventricular lead capture threshold and infection. The vegetation was visualized with echocardiogram (echo). The pacemaker, right atrial lead, right ventricular lead and left ventricular lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.